Manufacturer narrative:
This report is submitted on september 13, 2018. Registration number (B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2018 the patient underwent skin revision and an abutment change under a general anaesthetic.